Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that everything was going fine until last night when their symptoms returned all of a sudden. Patient said they were trying to use their external equipment to see if the therapy was working or not but they couldn't get it to connect to their implant. During call when patient attempted to connect to the therapy app "data lost, the data has been lost. Please contact your clinician" appeared on screen. Patient pressed end session. Troubleshooting did not resolve issue. Patient was redirected to hcp to address the issue.

Event description:
Additional information was received from the patient. They reported that the cause of the por was unknown. They had not fall or trauma. When asked about resolution they stated that they visited their provider on (B)(6) 2025 which showed the battery was not connecting and showed battery on implant was very low. The battery for the stimulation implant was replaced on (B)(6) 2025. This issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.